Manufacturer narrative:
Complaint received as a call-in on 09/25/2019. Requests for information were submitted on 09/25/2019, 10/02/2019 and 10/22/2019 to the complainant. Per the complainant, the patient associated with the device will be referred to an oral surgeon for removal of the fractured implant and for clinical assessment on failure. After removal, a claim form will be completed for missing information and the device will be returned for evaluation.

Event description:
Per complaint (B)(4), the implant collar fractured. The implant has yet to be removed.